Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a documented low of 51 mg/dl after a preceding period of hyperglycemia; the family expressed concern that the system continued delivering insulin during a downward glucose trend and questioned target settings after conflicting guidance from the healthcare provider and trainer. Symptoms included urgent low glucose requiring treatment with oral glucose. Outcomes included patient recovery at home without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.